Event description:
Reporter indicated that, the pt developed an empyema. The physician stated that, the cause is unknown, but that the empyema was possibly related to vns therapy. It was also reported that, the pt has a "medical history of various events". The vns device has been programmed to 0ma as a result of the event, and the empyema has resolved after surgical intervention.